Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a replace battery now alarm. The customer¿s blood glucose level was unknown. The alarm history was reviewed. It was found that they did not receive a low battery alert prior to the replace battery now alarm. It was the second occurrence of a replace battery now alarm without a low battery warning. There pieces missing on the reservoir and battery compartment. The device will be replaced and returned for analysis.